Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump buttons were not responding. The customer¿s blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. Insulin pump received with all buttons responding properly. No unresponsive keypad or button error alarms noted during testing. (B)(4).